Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 4 of 4. The home patient (hp) stated that he was still connected. The baxter technical service representative (tsr) had the home patient (hp) cycle the power to se 2367. The tsr had the hp cycle power to press go to start and they had the hp disconnect. They removed the cassette. The tsr explained the alarm and they assisted the hp to clear the alarm. The advised them to contact nurse. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All of the bags were properly spiked and connected. There were no patient extension lines being used. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and it was unknown how they would complete therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(4) 2012 and she was not aware of the patient having had that alarm. As far as she knew he was completing therapy successfully. There was patient involvement but no reported injury or medical intervention. Despite baxter's attempts, additional information was not obtained. If any additional information should become available, a follow up report will be submitted. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.